Manufacturer narrative:
The insulin pump was received no moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was exposed to moisture. It was also reported that their is fog under the insulin pump screen, and water under the reservoir. Advised insulin pump would be replaced. No additional information was provided.